Event description:
The facility representative reported a flo-gard infusion pump with failure code f-94. This condition was found upon power up in the medicine a area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-94 was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined and the device was returned unrepaired due to obsolete parts. Should additional information be received, a follow-up medwatch will be submitted.